Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: pump head malfunction. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: poor water supply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The event can be detected/prevented by following the instructions for use which state: the reported risk/harm are listed in "chapter7 maintenance and repair" of the IFU. There is no indication that this device was not used in accordance with the IFU/labeling. Chapter 7 maintenance and repair: 7.2 checking the flow rate. The pump head is a consumable. Its performance will deteriorate as the number of usages increases. The pump head may have deteriorated if the flow rate is low, if the strength of water flow seems weak or if it takes a long time for water to appear. If the contents of chapter 10 "troubleshooting" do not help you to solve the problem, measure the water flow as shown below. If the water rate is insufficient, we recommend that you replace the pump head. 1. Insert the specified water tube (maj-1607 or maj-1608) to the pump head. 2. Set the flow rate to "9" and pump until water exits from the tube in order to purge the water tube of air. 3. Put the end of the tube in a container (beaker etc) with volume measurements on it, and pump for 20 seconds. 4. When the flow rate falls below 200ml (equivalent to 600ml/min), replace the pump head referring to section ¿pump head replacement¿ on page 46. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device exhibited an issue of the water flow was not smooth during setup/ inspection for use, before patient in room. There were no reports of patient involvement.